Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The tps universal driver was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.